Event description:
Clinical study-it was reported that 95 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the rpda with 80% stenosis and a 3 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. The pt underwent spect imaging 3 mos later after 6-weeks of neck discomfort that progressed to their chest. Spect imaging revealed a large, partially reversible perfusion defect of moderate severity in the inferior and inferolateral walls. A small, non-reversible perfusion defect of moderate severity was noted in the lateral wall. Cardiac catheterization the next day revealed: lmca - normal, lad-occluded, lcx - occluded, rca (target vessel)- proximal 30% narrowing; 50% distal stenosis just prior to take off of acute marginal branch; 70% instent restenosis in acute marginal branch (noted as rpda on crf). Same day, the pt underwent pci as follows: initial attempt at cutting balloon angioplasty of the stented segment of the rpda was unsuccessful. Angioplasty and adjunctive brachytherapy of the instent restenosis leaving 10% residual stenosis. There were no reported complications and the pt was discharged the next day. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."